Manufacturer narrative:
Once cadd legacy pump was returned for analysis in used condition. The visual inspection of the pump identified no damage to the pump. The functional testing included accuracy testing. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The customer's concern regarding accuracy could not be duplicated. Problem source could not be identified.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, delivery accuracy problem was noted. It was reported that the flow rate on the pump was 95, 92, and the patient's cassette was empty too quickly. Reported that the patient showed symptom of nauseous and color drained away from face. According to the reports the patient normally changes the pump cassettes if there is 1.6 ml left in it, but it appeared that the cassette was already empty while 6.5ml should have been in it after 20 hours of schedule infusion. Subsequently, the patient changed the cassette immediately. No medical intervention required. No additional adverse effects reported.